Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient's ipg is unable to establish communication with external devices. Several chargers and a programmer were tried and all were unable to communicate with the ipg. The patient states it had been a couple of weeks since he has used or charged the ipg.